Event description:
Patient (B)(6). It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes that there was poor barrier separation of sample. The following information was provided by the initial reporter: the ppt are not separating the serum from the blood. Nhls carletonville lab has been rejecting samples due to the serum not separating from the blood after centrifugation. Once collected, transported to lab for processing in specimen bags and then in cooler box with ice(img 0037). Samples are collected every 2-3hrs. Once samples received in the lab, transferred to another box with ice. Samples are centrifuged approximately 24hrs after collection. Centrifuge settings checked . New centrifuged received in november 2022, calibrated (B)(6) 2023. No separation seen in arv patients.

Manufacturer narrative:
The following have been updated: a1: (B)(6) b2: (B)(6) 2023.

Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes that there was poor barrier separation of sample. The following information was provided by the initial reporter: the ppt are not separating the serum from the blood. Nhls carletonville lab has been rejecting samples due to the serum not separating from the blood after centrifugation. Once collected, transported to lab for processing in specimen bags and then in cooler box with ice((B)(4)). Samples are collected every 2-3hrs. Once samples received in the lab, transferred to another box with ice. Samples are centrifuged approximately 24hrs after collection. Centrifuge settings checked . New centrifuged received in november 2022, calibrated 12 april 2023. No separation seen in arv patients.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. G5: PMA/510(k)#:bk050036. H.6 investigation summary: material #: 367957. Lot/batch #: unknown. Bd had not received samples, but 4 photos were provided for investigation. The photos were not for this material number but for a related complaint for ppt tubes. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints for sample quality were not under statistical control for the month of august 2023, therefore additional clinical testing may be required. Further testing could not be conducted without a batch/lot number. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes that there was poor barrier separation of sample. The following information was provided by the initial reporter: the ppt are not separating the serum from the blood. Nhls carletonville lab has been rejecting samples due to the serum not separating from the blood after centrifugation. Once collected, transported to lab for processing in specimen bags and then in cooler box with ice(img 0037). Samples are collected every 2-3hrs. Once samples received in the lab, transferred to another box with ice. Samples are centrifuged approximately 24hrs after collection. Centrifuge settings checked . New centrifuged received in november 2022, calibrated 12 april 2023. No separation seen in arv patients.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device lot #: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.